Manufacturer narrative:
Reliability analysis inspected 2 opened/used partial enlite sensors and performed visual inspection and found 1 of 2 sensors with cannula broken with broken part still in tubing. The other sensor performed bicarbonate buffer test and it passed per specifications with accurate readings. It was unable to confirm needle complaint due to customer did not return needle, sensor only.

Event description:
The customer reported via phone call that she received sensor error alerts. Blood glucose value was 230 mg/dl. Customer stated the alert happened during yoga/dance class. The customer stated shad two sensors with bent cannulas. Customer also reported that she had blood at site with one of the sensors. Customer states the site was not actively bleeding and blood was not visible on the sensor connector. The sensors were replaced and returned for analysis.